Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers were continuously scrolling. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. The insulin pump had been dropped in the bathtub. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act and down arrow buttons due to corroded keypad traces noted; also noted moisture damage noted on all the electronic assemblies. No unexpected ramping of numbers anomalies or button error alarms noted during our testing. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.